Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
During the percutaneous transluminal angioplasty (pta) crossover procedure, upon attempting to insert the introducer into the body of the patient, the tip of the introducer was noted to be irregular (not smooth with the dilator) and as a result, could not be advanced. Device imaging identified the tip of the sheath is split. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.